Manufacturer narrative:
Section h6: corrected information.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported event could not be conclusively determined through this investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: the referenced of the patient's pump exchange was reported under MFR# 2916596-2019-05590. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the patient was admitted for suspected pump thrombosis with lactate dehydrogenase (ldh) greater than 1000 u/l and treated for such. The patient continued to have persistently elevated ldh's, and lvad cannula was found to be malpositioned. The patient was discussed in multi-disciplinary conference, and the decision was to exchange the lvad due to pump thrombosis, therefore underwent a heartmate 2 to 3 exchange on (B)(6) 2019. Pod 1, the patient developed a change in neurological exam, and was unable to move left side and underwent a thrombectomy with neurosurgery that day with removal of thrombus. The patient suffered from multi-system organ failure, with a poor prognostic neurological exam, ventilator dependence, and hemodynamic instability. Comfort care per family request was rendered and the patient expired on (B)(6) 2019.

Manufacturer narrative:
Section b5: correction - removal of the following information: additional information reported that the patient developed a change in neurological exam, and was unable to move left side and underwent a thrombectomy with neurosurgery that day with removal of thrombus. The patient suffered from multi-system organ failure, with a poor prognostic neurological exam, ventilator dependence, and hemodynamic instability. Comfort care per family request was rendered and the patient expired on (B)(6)2019. The referenced of the patient's expiration while on the heartmate 3 reported under MFR# 2916596-2020-02172. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Removal of the following information: additional information reported that the patient developed a change in neurological exam, and was unable to move left side and underwent a thrombectomy with neurosurgery that day with removal of thrombus. The patient suffered from multi-system organ failure, with a poor prognostic neurological exam, ventilator dependence, and hemodynamic instability. Comfort care per family request was rendered and the patient expired on (B)(6)2019.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent an outflow graft repair via thoracotomy on (B)(6) 2019. No additional information was provided.